Event description:
It was reported that the bd vacutainer® k2 edta (k2e) blood collection tubes appeared "contaminated" during use after being processed. The contents inside looked "hemolyzed" like "clear red blood". The tubes were processed on the "dxh600", which gave a "no aspiration" error code despite the results "appearing" to be "normal". The patients were reportedly on "tb medication", and the samples were transported "on ice in a cooler". As a result, the patients will have to be redrawn at a later date. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "the customer received 3 samples and 2 of them appeared contaminated (it didn't not look like a blood specimen) even though all three samples were processed the same." "The 2 tubes appeared to be clear red blood or maybe hemolyzed. They were run on the dxh600, which gave an error code of "no aspiration," but the results appear to be normal. These patients are on tb medication. The tubes were drawn by nurses in an outpatient facility with winged sets, and were transported on ice in a cooler. She is not quite sure, but the tubes may have been next to the ice."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for appearance of contamination with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) blood collection tubes appeared "contaminated" during use after being processed. The contents inside looked "hemolyzed" like "clear red blood". The tubes were processed on the "dxh600", which gave a "no aspiration" error code despite the results "appearing" to be "normal". The patients were reportedly on "tb medication", and the samples were transported "on ice in a cooler". As a result, the patients will have to be redrawn at a later date. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "the customer received 3 samples and 2 of them appeared contaminated (it didn't not look like a blood specimen) even though all three samples were processed the same." "The 2 tubes appeared to be clear red blood or maybe hemolyzed. They were run on the dxh600, which gave an error code of "no aspiration," but the results appear to be normal. These patients are on tb medication. The tubes were drawn by nurses in an outpatient facility with winged sets, and were transported on ice in a cooler. She is not quite sure, but the tubes may have been next to the ice."